Manufacturer narrative:
(B)(4). D10: cat# 11-300816 lot# 66135220 arcos 16x150mm spl tpr dist. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided.

Event description:
It was reported that during the surgery, the surgeon was unable to torque the proximal/distal locking screw of the stem implant due to a broken screwdriver. The screw had to be tightened by hand using another driver. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 visual examination of the provided picture identified the top of the screwdriver has broken. Device not returned, therefore further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.